Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-nov-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient indicated that their stimulation had changed. Their doctor ordered and x-ray which showed the leads migrated down from t8 to t10.¿ there were no contributing factors reported.¿the patient's percutaneous leads were replaced with a paddle lead on (B)(6) 2020. The customer discarded the explanted leads so they would not be returned for analysis. The issue was resolved at the time of the event.